Event description:
Territory business manager (tbm) stated that the seat on a 9630-4 commode is cracked. Tbm could not provide any further information.

Manufacturer narrative:
(B)(4). Replacement component was shipped to the dealership on (B)(4) 2015. Should additional information become available for the user a supplemental record will be filed.